Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a total knee the articular surface was tight going in and the surgeon tapped it with a mallet to fully engage it in the knee. The tabs on the articular surface both broke off, both pieces were removed but did not make it with the rest of the dirty instruments. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.